Event description:
It was reported that the customer has been experiencing excessive no delivery alarms on the insulin pump. Father noticed a discoloration on the tubing. It was noted that the customer experienced high blood glucose readings of 342 mg/dl and when they went to bolus they received a no delivery alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.